Manufacturer narrative:
Unit received with missing end cap sticker and cracked at battery tube threads. Unit passed the displacement, rewind, basic occlusion and prime/delivery test. Unit had motor error stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error found in file history. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.